Manufacturer narrative:
Batch review performed on (B)(4). Lot 2410013: (B)(4) items manufactured and released on 15-july-2025 expiration date: 2029-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Investigation performed by r& d project manager. The provided photos show marks on both the ceramic liner and cup. These marks are compatible with an impingement with the stem but do not provide any information on a possible root cause for the event root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year from primary surgery the patient was revised due to impingement between cup and stem. Cup, liner and head were revised. Surgery completed successfully.